Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right axillary hematoma at access site with a "definite" relationship to the impella device used: ¿the patient developed a hematoma at the impella 5.5 access site. The hematoma extended down to the pectoral area, up the right arm, and to the right upper back. Heparin was held for 4 hours and later resumed; pressure dressing applied. Admission hemoglobin 16.2 g/dl, nadir 10.8 g/dl (B)(6)2024 the patient is ambulating and doing well. The patient is waiting for heart transplant and is currently still on support.

Manufacturer narrative:
Additional information was received and added to b.3, b.5, d.6b and h.6.

Event description:
Additional information was received via an abiomed¿s long-term outcome and quality indicator (loqi) impella registry notification regarding a patient that endured hemolysis with a "definite" relationship to the impella device used: ¿the patient developed hemolysis. Peak plasma free hemoglobin 115.2 mg/dl (B)(6) 2024. Peak total bilirubin 1.8 mg/dl (B)(6) 2024, admission total bilirubin 1.1 mg/dl. Peak ldh 295 u/l (B)(6) 2024.¿ the patient recovered with no sequelae.

Manufacturer narrative:
As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ h.10 instructions for use were inadvertently omitted from the previous manufacturer device report number 1220648-2024-17561.